Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the device. The device was explanted on (B)(6) 2024. This report is submitted on july 01, 2024.

Manufacturer narrative:
This report is submitted on may 03, 2024.

Event description:
Per the clinic, the patient developed an inflammation (site of inflammation not confirmed) and underwent two different skin revisions (dates not reported) to have the site cleaned. The patient was also treated with antibiotics (specific type, date and duration not reported), however, the issue did not resolve. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site. Device analysis report attached.